Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: dr. Had a difficulty in cutting. Opened another. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Was the device recognized by generator? No. Was the device activated? Yes. Gender: male, age and weight: (B)(6).

Manufacturer narrative:
(B)(4).